Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump had occurrences of "cassette not attached properly" alarms. Functional testing involved running the pump in user and manufacturing utility modes and showed that the pump alarmed "cassette not attached properly." The investigation determined that an intermittent downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant "cassette not attached properly" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.